Event description:
It was reported that catheter issue occurred. The target lesion was located in the mildly tortuous and non-calcified brachial artery by the elbow joint. After a 5fr non-boston scientific (non-bsc) introducer sheath was advanced, a 0.14 savion wire was inserted to navigate to the brachiocephalic vein and an opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. When the catheter was turned on, the motor drive unit suddenly made an unusual sound and an error message appeared on the console. Under fluoroscopy, the catheter was found to be coiled up in the fistula, wrapping around the wire, making it extremely difficult to remove. The devices could not be pulled out of the 5fr sheath and the catheter was noted to be fractured. A new 8fr sheath was inserted and the fractured device was removed through a basket snare. The wire was noted to be stretched after removal. The procedure was completed using a balloon. No patient complications were reported and no long-term damage was noted on final imaging. The patient fully recovered.

Event description:
It was reported that catheter issue occurred.the target lesion was located in the mildly tortuous and non-calcified brachial artery by the elbow joint. After a 5fr non-boston scientific (non-bsc) introducer sheath was advanced, a 0.14 savion wire was inserted to navigate to the brachiocephalic vein and an opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. When the catheter was turned on, the motor drive unit suddenly made an unusual sound and an error message appeared on the console. Under fluoroscopy, the catheter was found to be coiled up in the fistula, wrapping around the wire, making it extremely difficult to remove. The devices could not be pulled out of the 5fr sheath and the catheter was noted to be fractured. A new 8fr sheath was inserted and the fractured device was removed through a basket snare. The wire was noted to be stretched after removal. The procedure was completed using a balloon. No patient complications were reported and no long-term damage was noted on final imaging. The patient fully recovered.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent analysis. Visual inspection revealed imaging core windup 37.2 cm from the distal end of the connector shaft. An imaging window cut was observed near the lap joint section and the sheath assembly was observed kinked. The cut section of the imaging window was not returned for analysis. Impedance testing showed an open circuit at the proximal end of the catheter. Inspection of media provided by the site showed the imaging window was kinked, twisted, and detached. Analysis confirmed the reported clinical observations.